Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device changeout procedure it was discovered that the proximal ring on the connection cone of the right atrial (ra) lead separated resulting in poor sensing. The lead was capped and replaced. No adverse patient effects were reported.